Manufacturer narrative:
(B)(4). The reported complaint of "leak - device leak - cuff" was confirmed based upon the sample received. The customer returned one unit 5-10116 et tube, cf,8.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appeared typical. No defects or anomalies were observed. Functional inspection was performed on the returned device to test for proper inflation and deflation. A lab inventory syringe was filled with air and attached to the pilot balloon. Upon injection of air, the balloon cuff was unable to stay inflated. Upon closer observation, a hole was found in the middle of the balloon cuff. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. Based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that while in use on the patient, "ett cuff failure". As a result, the patient was extubated and reintubated. No patient harm, desaturation, or injury. The patient status reported prior to and after the event is reported as "critical".

Event description:
It was reported that while in use on the patient, "ett cuff failure". As a result, the patient was extubated and reintubated. No patient harm, desaturation, or injury. The patient status reported prior to and after the event is reported as "critical".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally added the brand name of the device. UDI related data quality updates only.

Event description:
It was reported that while in use on the patient, "ett cuff failure". As a result, the patient was extubated and reintubated. No patient harm, desaturation, or injury. The patient status reported prior to and after the event is reported as "critical".